Event description:
It was reported that a continuous glucose monitor (cgm) error occurred on the customer's device. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer with a complete pump reset, and after the reset, the cgm error did not reappear. The customer successfully started their sensor session.